Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the skin. On 06/03/2026, it was reported that the patient had some kind of issue between the cgm device and the omnipod insulin pump which resulted in them not working together. He didn¿t know what the issue was, or which device was the problem. The issue started around 06/02/2026, and continued into the next day. He was able to see cgm values on his phone which were elevated. The date of sensor insertion was not remembered, and may have been (B)(6) 2026. On 06/02/2026 the patient was hyperglycemic, and symptoms included dizziness, fatigue, and mild headache. At symptom onset, the cgm reading showed 285 mg/dl, and a confirmatory bg reading was 290 mg/dl. He was feeling shaky, thirsty, dizzy and weak. He had fatigue and a mild headache. A family member assisted the patient. He self-treated with insulin and increased oral fluid intake. Approximately 30 minutes later the cgm value decreased to 250 mg/dl with a bg reading of 255 mg/dl. Symptoms slightly improved though weakness persisted. After an hour, cgm showed 210 mg/dl and bg was 205 mg/dl. The dizziness decreased, but still felt tired. During the day he went on a walk, however he needed assistance to return home. At some point the cgm values increased to around 400 mg/dl or high. He determined there was some type of problem with his devices. There was no report of a cgm inaccuracy. The next day he went on a walk again, but appeared ill and his neighbor encouraged him to go to the emergency room (ER) for evaluation. He went to the ER where his bg level was 864 mg/dl and he was diagnosed with dka. Symptoms also included dilated pupils and he vomited several times after arrival. He received unspecified treatment and remained in the ICU for 3 days until his condition stabilized. He was transferred to a rehab facility for 2 days due to continued weakness and to improve ambulation. On 06/10/2026 he had returned home in stable condition and contacted tech support for assistance with pairing a new cgm sensor with his omnipod pump. The devices were successfully paired during the call on 06/10/2026, and during the call he indicated he was in stable condition. Although he provided several details about the dka event during the 06/10/2026 call, he stated he did not know why the devices were not working together on (B)(6) 2026 prior to going to the hospital, and he also reported the event to the insulin pump manufacturer. No other patient or event details were provided. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.